Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was selected to treat the target lesion. While attempting to advance the device into the toughy, the shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).